Event description:
It was reported that this right ventricular (rv) lead exhibited a low out-of-range (oor) pacing impedances measuring less than 200 ohms. A lead safety switch (lss) was also declared which switched the configuration from bipolar to unipolar sensing. Daily measurements show a drop in pacing impedances from 700 to 300 ohms. It was noted that sensing and thresholds were within normal range. Additionally, there was noise on a non-sustained electrogram (egm). The sales representative stated the patient will be getting an x-ray. The patient did exhibit high blood pressure however, the cause has not been determined. Attempted to obtain additional information from the sales representative however, it was unsuccessful. The patient is not rv dependent. At this time, the rv lead remains in service. No additional adverse patient effects were reported.